Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open blisters and bruising under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation and requested that the patient received a replacement electrode belt. The distributor provided the patient with a new electrode belt. Follow up indicated that the skin irritation to improved.